Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced pump error alarms. The customer's blood glucose value was 140 mg/dl. The customer stated that alarm occurred immediately after battery change. The customer reported post-reset ram crcm alarm occurred more than once. The customer stated that the pump error did not occur during the rewind/load reservoir/fill tubing process. The customer declined self-test. The product was returned for analysis.